Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause for ua 7 was due to a defective load cell module 1. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, not related to the reported complaint, cracked front enclosure was observed likely due to user mishandling such as a drop. The damaged part needs to be replaced to address the physical damage. The initial functional testing of the autopulse platform could not be performed due to ua 7 error message displayed upon powering on. The load cell characterization test revealed that the load cell 1 is defective. Load cell 1 needs to be replaced to address the ua 7 error. The archive data review showed occurrence of multiple ua 7 error messages, thus confirming the reported complaint. After service repair, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr 49133, reported on 21 march 2020. Load cell was replaced to remedy the issue.

Event description:
During shift check, the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.